Manufacturer narrative:
(B)(6).

Event description:
It was reported that stent damage occurred. During preparation of a 20 x 3.00 rebel bms stent it was found that the tip of the stent itself was deformed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a rebel bms balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was blood in the guidewire lumen. The balloon was tightly folded. Microscopic inspection revealed tip damage. The distal end of the stent was damaged. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed the reported stent damage.

Event description:
It was reported that stent damage occurred. During preparation of a 20 x 3.00 rebel bms stent it was found that the tip of the stent itself was deformed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.